Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmission showed that the right ventricular (rv) lead was over-sensing noise. No intervention was performed. The patient was in stable condition.